Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date with blood glucose of unknown. Customer stated that performed self test on the insulin pump and the test was completed. Customer stated that they performed self test and the test was pass. The insulin pump will not be returned for analysis.